Manufacturer narrative:
It was reported that a patient's blood glucose exceeded 500 mg/dl while wearing the pod. Leading up to the elevated reading, patient had delivered an extended bolus and went to sleep. When he awoke, bg was over 500 mg/dl. Patient felt the pod stopped working and no alarm was emitted. The device was removed, however, was unable to deactivate the pod. Ultimately, patient was able to apply and activate a new pod, as treatment.

Manufacturer narrative:
The returned device was evaluated and found to have terminated in an alarm with low voltage measured from the device's batteries. After manual power applied, the piezo alarmed as intended. Since user reported no audible alarm, it was determined that this was a result of batteries prematurely discharging, which also lead to the communication error, and ultimately, high bg levels. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Not applicable as this event was reported that a patient's blood glucose exceeded 500 mg/dl while wearing the pod. Leading up to the elevated reading, patient had delivered an extended bolus and went to sleep. When he awoke, bg was over 500 mg/dl. Patient felt the pod stopped working and no alarm was emitted. The device was removed, however, was unable to deactivate the pod. Ultimately, patient was able to apply and activate a new pod, as treatment.nt is not reportable